Manufacturer narrative:
(B)(4). Date sent: 6/1/2016. Batch # = m92g7g. Additional information was requested and the following was obtained: the surgeon says that clip applier would simply start working, and then suddenly the clips would 'fall out of the applier'. He says that the clips also did 'not fit snugly ' they would have a space on top that would cause leakage. What is meant by leakage (provided in your previous follow up)? The clips did not seal properly/ sufficiently and bleeding occurred. If you mean bleeding, how much bleeding occurred? The surgeon said that there was enough bleeding for him to have to suture to stop the bleeding. And how was bleeding controlled? Sutures. Was there any change to procedure or post-op patient care? No, none that they are aware of. The analysis results found that the mcl20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and 1 partially formed clip due to an anti-backup failure and 6 conforming clips. In order to evaluate the condition of the internal components, the device was disassembled and the anti-backup lever was noted to be damaged, causing the experienced anti-backup malfunction. No conclusion could be reached as to what may have caused the found damage. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a prostatectomy procedure, the device did not work on the tissue. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.